Event description:
During a hardware removal procedure the screwdriver shaft seized up inside the handle with quick coupling. The two devices cannot be taken apart. The surgeon was able to complete the procedure with no adverse effect to the patient. The hardware was being removed at the patient's request. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation noted serrated teeth marks existed on the handle with quick coupling which is not a result of the manufacturing process. A function test for the handle with quick coupling could not be performed during this evaluation because the 2 devices could not be separated during this investigation. Because all features relevant to this complaint could not be verified during this investigation, this complaint is indeterminate from a manufacturing perspective. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 08/09/2011.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the product development evaluation revealed the following: the actual complaint rate is lower than estimated complaint rate on the risk analysis, (B)(4): (B)(4)complaints out of (B)(4) pieces sold for the 12 months. The information contained in this report is insufficient to determine the cause. The design of the instrument was reviewed and determined to be adequate.